Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that there was a lead issue. Lead was fractured, damaged or broken. They were unable to rethread curved stylet into lead, during placement. Only able to get straight stylet in and unable to steer. Attempted with 2 different curved stylets. Neither of which, would thread all the way in. Opened a new lead, which worked fine for placement. After being implanted, patient has new pain, discomfort, soreness, pinching and difficulty walking, moving, being unable to get out of bed. Patient currently in hospital, due to uncontrolled leg pain and weakness.  Pt with uncontrolled left leg pain (burning, stabbing, cramping), ended up being admitted to hospital post-op. Pt still in hospital 24 hours after and still unable to walk, due to left leg pain, weakness and difficulty urinating. Pt had follow up visit, possible infection at site of ins implant. Started on antibiotics and has followup with hcp scheduled.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, product type: accessory. Product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6)2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. H3: the 977a260, lead, serial #(B)(6), was returned for product analysis. Analysis revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.